Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The grey part of the mics handle fell off while trying to register the robot and to we cannot find the screw. This was a tka procedure.

Manufacturer narrative:
Reported event: it was reported that the grey part of the mics handle fell off while trying to register the robot and to we cannot find the screw. Product evaluation and results: "visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit and the handle had dislocated. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was visual. Functional inspection: the handpiece motor and electronics function as intended." Product history review: device history records indicate 25 devices were manufactured under lot k08oc and 23 including 4200902 were accepted into final stock on 03/9/2017. A review of qt17-03-0036 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k080c shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931.

Event description:
The grey part of the mics handle fell off while trying to register the robot and to we cannot find the screw. This was a tka procedure.